Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: circumstance of occurrence: preparation of a syringe pump, the syringe seal is not tight, the product passes through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2023. Investigation summary: one sample and photo received by our quality team for investigation. Upon visual evaluation of the syringe, no defects or damage observed. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, leakage past stopper occurred. A device history review was performed for the reported lot 2210029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, no issues or leak observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: circumstance of occurrence: preparation of a syringe pump, the syringe seal is not tight, the product passes through.